Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range greater than 125 ohms. There were no stored episodes in the past 6 months, and no noise seen on the presenting egram. The alert value was be increased to 150 ohms. The device system remains in-service. No adverse patient effects were reported.